Event description:
A medtronic representative reported that, while in a cranial procedure, the surgeon opted to discontinue the use of the navigation system due to an inaccuracy with olympus ome9000 microscope integration. The pointer probe was accurate, however, navigation was not utilized. No further details were provided. There was no impact on patient outcome.

Manufacturer narrative:
The sales rep visited the site and confirmed that there was a failure with the olympus scope's zoom and focus function. There was no fault found with the stealthstation tria navigation system. He confirmed the navigation system was functioning properly. The software investigation found that the olympus scope had hardware issues that were the source of the problem. The software functioned as designed.

Manufacturer narrative:
Patient information was unavailable from the site at time of this report. No parts/logs have been returned to manufacturer for analysis.